Event description:
It was reported that the customer had off no power alarm. Four days later, the family member called back and stated that the customer was hospitalized for high blood glucose. The infusion set was changed twice and the sugar level climbed with ketones. It was also reported that the customer was vomiting and had chest pains. The customer was in ICU at the time of call. Instructed family member to call back the help line when possible to complete testing.